Manufacturer narrative:
Device evaluated by MFR.: promus element plus ,mr,ous 2.50 x 28 mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the mid region of the stent were noted to be lifted from their crimped position and bunched. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded, and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 16-oct-2020. It was reported that crossing difficulties, and shaft kink occurred. Vascular access was obtained via the femoral artery. The 85-90% stenosed target lesion was located in the severely tortuous and non calcified right coronary artery. A 2.50x28mm promus element plus drug-eluting stent was advanced, but failed to cross the lesion, and it was found that the shaft was kinked. The procedure was completed with a different device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed stent damaged.